Event description:
Report # 1 of 2 of a general report received of undocumented incidences of IV access loss due to the syringe sticking while flushing. In a total of 5 to 6 adult pt's and 2 pediatric pt's the customer reported that when using both 5 and 10cc syringes to flush an IV access, the syringe plungers would stick. The customer could not recall which incidences involved the 5cc syringes and which involved the 10cc syringes. This led to the loss of the IV sites due to the additional pressure required to administer the flush solution. The reporter stated that all IV's were able to be restarted without problem. There was no report of any adverse pt event.